Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported their stimulation is surging since 2 days ago. Patient stated they are on 3.2 in different positions and when they are sitting down the stimulation will go to 5 on its own. Patient stated they can stand up and then stimulation will come back down. Patient stated he used to have a rep contact information but lost it. Patient stated they go to pain specialist clinic and did not have doctor (hcp) name. Agent reviewed adaptivestim feature and patient said he will try to change the setting on his own and call hcp office if necessary. Agent reviewed reps role. The patient was redirected to their healthcare provider to further address the issue.